Event description:
A report was received that the patient developed a hematoma at the midline incision site after the implant procedure. The hematoma was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.